Manufacturer narrative:
The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed which determined that medical therapies or procedures may turn stimulation off or may cause permanent damage to the device. If a procedure is required by medical necessity, it should be performed as far from the implanted components as possible and stimulator function should be confirmed postoperatively however, explantation may be required due to damage to the device or patient harm as documented in the instructions for use (IFU). Based on a thorough review of the reported complaint, boston scientific concluded that the pulsed electromagnetic field therapy that was performed on the patient was likely an unintended use error that caused the event. Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation during after a physiotherapy session during which pulsed electromagnetic field therapy was used on the patient. This therapy was performed on the right scapula area near where the implantable pulse generator (ipg) is located subcutaneously in the right chest. It was not known whether the dbs device was on or off during the session. The loss of stimulation resulted in a return of the patients bradykinesia and rigidity. Subsequently, the patient went to the hospital where attempts were made to communicate with the ipg using the remote control and a clinician programmer (cp) however, it was not successful. Therefore, the physician determined that the pulsed electromagnetic field therapy had damaged the ipg and the patient underwent a revision procedure during which the ipg was explanted and replaced. There were no reported patient complications postoperatively.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation during after a physiotherapy session during which pulsed electromagnetic field therapy was used on the patient. This therapy was performed on the right scapula area near where the implantable pulse generator (ipg) is located subcutaneously in the right chest. It was not known whether the dbs device was on or off during the session. The loss of stimulation resulted in a return of the patients bradykinesia and rigidity. Subsequently, the patient went to the hospital where attempts were made to communicate with the ipg using the remote control and a clinician programmer (cp) however, it was not successful. Therefore, the physician determined that the pulsed electromagnetic field therapy had damaged the ipg and the patient underwent a revision procedure during which the ipg was explanted and replaced. There were no reported patient complications postoperatively.